Manufacturer narrative:
The device was returned to the MFR on (B)(6) 2014. The analysis of the device is still ongoing. Method: x-ray and gross examination. Results: x-ray and gross examination on the valve showed calcific depositions on all leaflets valve. Because the serial number of the device was not provided the device history records review is not yet performed. Conclusions: no conclusion can be drawn at this time because the eval of the device by the MFR is still ongoing.

Event description:
The MFR was notified on (B)(6) 2014 that mitroflow valve (lxa size21) was explanted after 3.6 years due to stenosis.

Manufacturer narrative:
Result: the results of the investigation are summarized in the attached technical report. Conclusion: this mitroflow valve was explanted after 3 years and 7 months due to a reported prosthesis stenosis. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from leaflet tear. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient's risk factors (e.g. Hypertension and moderate obesity) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
The manufacturer was notified on (B)(4) 2014 that mitroflow valve (lxa size 21) was explanted after 3.6 years due to stenosis.